Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product not available for return.

Event description:
It was reported that during a cranial procedure, when using the perforator bit, the drill bit did not stop and tore the dura, but did not touch brain tissue. It was also reported that there was no medical intervention required and no delays as a result of this event, the procedure was completed successfully and the patient was not affected by this event.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, when using the perforator bit, the drill bit did not stop and tore the dura, but did not touch brain tissue. It was also reported that there was no medical intervention required and no delays as a result of this event, the procedure was completed successfully and the patient was not affected by this event.